Manufacturer narrative:
Upon follow up, it was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime injections (1 gm each, routes, frequencies and durations were not reported) for peritonitis. Three days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.